Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d4 primary UDI number, d8, h3, h4, h6. Based on the results of the investigation, it is likely the following led to the malfunction: physical stress on the video connector section and damage to the board. The event can be detected/prevented by following the instructions for use which state: 3.8 inspection of the endoscopic system should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the surgical scope displayed a connection error and poor-quality image. The issue occurred during preparation for use. There were no reports of patient harm.